Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) deployed too far before insertion. There was patient contact. However, there was no injury and no medical intervention was required. The event was observed when inserting into the eye. No further information is available.

Manufacturer narrative:
Correction and additional information: section b5: additional: subsequent follow up information received from the surgery center confirms that there was no misfire and it was an use error that the plunger was advanced too far by user. There was no injury and no intervention was required. Section h6: additional: medical device problem code: 2920 - difficult to advance section h6: additional: medical device problem code: 1670 - use of device problem upon reviewing the complaint folder, it has been determined that there was no misfire and it was an use error that the plunger was advanced too far by user. There was no injury and no intervention was required. Based on our reportable criteria, this report is no longer a reportable event. Therefore, an emdr is required to state that no further follow ups will be sent out under medwatch 2648035-2021-07429. G8: correction: in review of medwatch 2648035-2021-07429 and per new information received, this event has been assessed not reportable. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.